Manufacturer narrative:
Remedial action(s) taken regarding patient care it was asked a nephrologist to follow up the child. Nephrologist follow up and IV hydration. Guerbet´s technicalperformed some function tests and scheduled an operational training to the users.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2020. The reporter informed that it was prescribed 25 ml of optiray and it was injected accidentally 70 ml using the filled syringe. Guerbet´s technical informed that the probable cause for this incident was an error from the user when he pressed the vein test bottom at the device. The user has pressed the bottom "start" instead of pressing "patency" bottom to perform the vein test on the patient.